Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The vascular access was obtained via the left femoral artery with a 4fr non-bsc sheath. The 95% stenosed lesion was located in the calcified and moderately tortuous left anterior tibial artery. The 2mm x 40mm x 145cm coyote es balloon catheter ruptured at 5 atmospheres during the inflation. The procedure was completed with another of the same device inflated to 4atms. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).